Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. It could not be confirmed that the phenomenon the customer pointed out because it was not returned to us. The subject device was not returned to aomori olympus for the following reasons: discarded for use in patients with infectious diseases. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output [inspection] appearance the exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic jejunal bypass surgery using the subject device with td-sb400, esg-400, and usg-400, the tissue pad was peeled off. The intended procedure was completed with another device. There was no patient injury reported.